Event description:
It was reported that the patient attended a routine follow-up and device interrogation showed the r-wave amplitude had decreased and the right ventricular (rv) lead threshold had increased. X-ray imaging was performed and both right atrial (ra) and rv lead dislodgement was confirmed. The physician then attempted to explant the leads, however, this was not possible. The leads were cut and kept out of service implanted, and new ra and rv leads were successfully implanted as replacement. No additional adverse patient effects were reported.